Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.